Event description:
It was reported that the monitoring flow decreased to 0 and there was a red alarm for low flow. There were slight modifications of power and ip. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported decrease in flow and low flow alarm; however, a specific cause for these events could not be conclusively determined through this evaluation. No further information was provided per hospital policy. The submitted controller event log file revealed a sudden decrease in estimated flow to 0 lpm and an associated low flow alarm on (B)(6) 2025. Estimated flow remained at 0 lpm and the low flow alarm was active for the remainder of the relevant data. The driveline was disconnected, and the controller shutdown sequence was started approximately 20 minutes after the decrease in estimated flow, which appeared consistent with the report of a controller exchange. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no device issues at the time of the patient outcome and the device operated as expected.